Manufacturer narrative:
On (B)(6) 2019 - customer reporting smoking plastic smell. There was no report of customer injury. On (B)(6) 2020 - device was returned, investigation determined that battery shorted causing battery to leak. Note, there was no claim that battery fluid came in contact with customer.

Event description:
On (B)(6) 2019 - customer reporting smoking plastic smell. There was no report of customer injury. On (B)(6) 2020 - device was returned, investigation determined that battery shorted causing battery to leak. Note, there was no claim that battery fluid came in contact with customer.